Event description:
The nurse reported that the bedside monitor (bsm) was over inflating the patients cuff while in patient use. The nurse states that the bsm will continually inflate the patients cuff until it becomes extremely uncomfortable for the patient and must be stopped and removed. No patient harm was reported. Nihon kohden technician asked the customer if they attempted to restart the bsm, swap out the nibp cable and cuff for a new set and the nurse informed the nk technician that they tried this, but the issue remained. Nk technician advised the customer that the unit may need to be swapped out with a properly functioning device in order to resolve the reported issue. Further information has been received from the nurse to date stating that their biomedical engineer claims there was nothing wrong with the device and that it will not be returned to nihon kohden. This is being reported conservatively.

Manufacturer narrative:
The nurse reported that the bedside monitor (bsm) was over inflating the patients cuff while in patient use. The nurse states that the bsm will continually inflate the patients cuff until it becomes extremely uncomfortable for the patient and must be stopped and removed. No patient harm was reported. Nihon kohden technician asked the customer if they attempted to restart the bsm, swap out the nibp cable and cuff for a new set and the nurse informed the nk technician that they tried this, but the issue remained. Nk technician advised the customer that the unit may need to be swapped out with a properly functioning device in order to resolve the reported issue. Further information has been received from the nurse to date stating that their biomedical engineer claims there was nothing wrong with the device and that it will not be returned to nihon kohden. This is being reported conservatively. Additional device information: d10 concomitant medical device: the following device(s) was used in conjunction with the bsm, but the model #, serial #, device manufacturer date and UDI is noted as no information (ni) since the nurse could not provide the information. Central nurse(s) station: cns. Model #: ni. Serial #: ni. Device manufacturer date: ni. Unique identifier: ni. Additional/corrected data: a2 age at the time of event, date of birth. A4 patient weight. A5 ethnicity. A6 race. B4 date of this report. B7 other relevant history, including pre-existing medical conditions. F11 report sent to FDA ? Date report sent to FDA. F13 report sent to manufacturer ? Date report sent to manufacturer.

Event description:
The nurse reported that the bedside monitor (bsm) was over inflating the patients cuff while in patient use. The nurse states that the bsm will continually inflate the patients cuff until it becomes extremely uncomfortable for the patient and must be stopped and removed. No patient harm was reported. Nihon kohden technician asked the customer if they attempted to restart the bsm, swap out the nibp cable and cuff for a new set and the nurse informed the nk technician that they tried this, but the issue remained. Nk technician advised the customer that the unit may need to be swapped out with a properly functioning device in order to resolve the reported issue. Further information has been received from the nurse to date stating that their biomedical engineer claims there was nothing wrong with the device and that it will not be returned to nihon kohden. This is being reported conservatively.

Manufacturer narrative:
The nurse reported that the bedside monitor (bsm) was over inflating the patients cuff while in patient use. The nurse states that the bsm will continually inflate the patients cuff until it becomes extremely uncomfortable for the patient and must be stopped and removed. No patient harm was reported. Nihon kohden technician asked the customer if they attempted to restart the bsm, swap out the nibp cable and cuff for a new set and the nurse informed the nk technician that they tried this, but the issue remained. Nk technician advised the customer that the unit may need to be swapped out with a properly functioning device in order to resolve the reported issue. Further information has been received from the nurse to date stating that their biomedical engineer claims there was nothing wrong with the device and that it will not be returned to nihon kohden. This is being reported conservatively.